Event description:
During a lap nissen procedure, the surgeon placed the instrument on the back table. When the surgeon went to use the instrument on the back table. When the surgeon went to use the instrument he received an instrument error and the tip of the blade fell off onto the floor. Another instrument was pulled and the procedure was completed with no changes. There was no reported pt consequence.